Event description:
It was reported that the 9800 system locked up at the end of the day. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The generator interface circuit board was replaced. The system was tested and found to be working as intended and placed back into service.